Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at obtaining the fiber optic signal were unsuccessful. The fiber optic cable was disconnected and the transduced arterial pressure was utilized. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).